Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Potential factors that could have contributed to the reported event includes: a power surge to the subject controller, using an improper power cord or improper extension cord, or a loose power connection, failure of an electronic component inside the subject controller, or blown fuses on the in-coming power circuit. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.

Event description:
The coblator ii unit failed intraoperatively, which required a loaner unit to be dispatched to the hospital in order to complete the procedure. This caused a surgical delay of more than 2 hours.